Manufacturer narrative:
H6: investigation summary: customer returned photos of 1cc syringes in blister packs from lot # 0160430. Customer states that a hair (filament) that passes through both blisters. The photos were examined and exhibited a strand of material caught in the seals of the blister packs. A review of the device history record was completed for batch# 0160430. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. H3 other text : see h10.

Event description:
It was reported that 2 bd syringe 1.0ml 31ga 6mm with hair passed through the seals on the unit packages. The following information was provided by the initial reporter : the consumer reported by photo submission of the product with a hair (filament) passing through both blister packs. Quantity: (B)(4) units.

Manufacturer narrative:
(B)(6). Initial reporter zip code: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe 1.0ml 31ga 6mm with hair passed through the seals on the unit packages. The following information was provided by the initial reporter : the consumer reported by photo submission of the product with a hair (filament) passing through both blister packs. Quantity: 2 units.